Event description:
It was reported that the pump display was frozen. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and chose to reset the pump, resolving the issue.